Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h4, h6, h11. The device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and reported event was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had sometimes loss of the image, however, if they hold the cable, the image stays. The issue occurred during sedation (device inside patient) of a diagnostic colonoscopy procedure that was completed with the same set of equipment. There no reports of patient harm.